Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the event which occurred in the surgery on (B)(6) 2022. This pc reports about the similar event which occurred in the surgery on (B)(6) 2022. It was reported that on (B)(6) 2022, the patient underwent the surgery with the cements in question. In the surgery, the surgeon felt strange when handling the cement. The surgery was completed successfully. In this hospital, the same surgeon performs the mixing task every time. She mixed it with the same procedure as usual, but she felt strange with the cement that was made. The surgeon commented to investigate whether there was any problem with other manufactured products in the same lot. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history: a manufacturing record evaluation (nc search) was performed for the finished device 3172080, lot 9838701, and no non-conformances / manufacturing irregularities were identified.